Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been diagnosed with peritonitis. This report was made during follow-up for a technical service call where the patient experienced a drain complication with observable fibrin while doing dialysis with the fresenius cycler. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin 1500 mg on an outpatient basis. The patient was seen again in the outpatient pd clinic and had low blood pressure (reading unknown). The patient was sent to the hospital and admitted the same day. The nurse stated the patient was treated with antibiotics for the peritonitis and continued pd therapy during hospitalization. The patient has been discharged home and continues pd with the same cycler. Per the nurse, the patient was treated with heparin, per standing orders, for the fibrin. Per the nurse, the patient is recovered from event and is continuing pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange. Furthermore, the patient¿s hospitalization for low blood pressure was associated with preexisting hypotension which was exacerbated by the peritonitis infection; not related to any product issues or pd treatment.